Event description:
Note: this report pertains to one of three devices used during the same procedure. Associated manufacturer reports #3005099803-2013-06520 & #3005099803-2013-06521 pertain to the other devices. It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and unavailable.